Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal gablofen 2000 mcg/ml (unknown dose) via an implantable pump for unknown indications for use. It was reported that the patient was seen by their managing physician a week ago to adjust baclofen infusion, however, when they attempted to interrogate the pump, they were unsuccessful. After troubleshooting, they found that the patient's pump had flipped in the pocket. Environmental/external/patient factors that may have led or contributed to the issue included the patient being very active and worked out often. The doctor believed that his strenuous exercise may have torn the previous sutures from the fascia, allowing the pump to flip. Diagnostics/troubleshooting performed included attempting to read the pump at adjustment with the managing physician, which was unsuccessful. It was reported that they then tried to access the pump port but only hit against the metal bottom of the pump and decided that it had flipped. They then tried to manually flip it back into place, but was again unsuccessful. Actions/interventions included a pocket revision and re-implantation procedure today where the pump was sutured back into place. The pump was flipped to the correct orientation in the pocket and wrapped in a tyrx pouch. The doctor sutured both the pump and the pouch to the fascia and closed the incision. The patient did not report any loss of therapy during the time the pump was flipped. The rep reported that this was the third time the pump had flipped. It was believed that the patient repeatedly had a flipped pump because he was very active, did cross-fit 4 times a week, wears a weightlifting belt, and transferred to and from his wheelchair himself often, per the hcp. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was asked but was unknown. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the date and time was unknown regarding the third instance of the pump flipping. The rep indicated the pump flipping was first observed by the managing physician and the patient's most recent refill appointment. The rep was notified of the pump flipping on the day of the pocket revision. The contributing factor for the patient's pump flipping was that the patient was highly active and worked out frequently, which could have put a strain on the sutures holding the pump in place per the hcp. No symptoms were reported other than inability to fill pump at refill appointment. The pocket revision was performed to flip the pump back to the correct position and was sutured down. The serial number for the pump was also provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that all the tests of the fluid had come back negative at this time; the cause of the cloudy fluid was not determined; and no additional actions would be taken at this time.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(6), implanted: (B)(6) 2022, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving gablofen 2000 mcg/ml at 363.7 mcg/day via an implantable pump. It was reported at the patient's most recent refill the pump had been found to be flipped in the pocket. The physician had been able to maneuver back to the correct position but a pocket revision had been scheduled for (B)(6) 2023. During the pump pocket revision the pump was resutured into the pocket. The surgeon noted that some of the fluid looked cloudy and decided to take a swab sample to rule out any kind of infection. The results of the swab sample were not yet available at the time of this report. Patient weight and medical history were asked but remain unknown. At the time of this report the issue had been resolved and the patients status was alive - no injury.